Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not resume insulin due to pump requesting a minimum of 50 units and to install a new cartridge. There was no impact to the customer's blood glucose level. Customer added insulin and completed the load process successfully.